Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was 300 mg/dl. The customer indicated that a bolus would be administered after the infusion set tubing would be changed. While troubleshooting with tandem's technical support, it was noted that the customer was using apidra insulin and that the tubing should be changed.